Event description:
It was reported patient had a revision of right acetabular. Doctor stated there was significant metallosis between mdm liner and tritanium shell. Also significant metallosis between shell and bone.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer due to hospital policy. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Not returned to the manufacturer.

Manufacturer narrative:
An event regarding metallosis involving a tritanium revision acetabular was reported. The event was not confirmed. Device evaluation not performed as no items were returned. Review of the provided patient details and reported event by a clinical consultant concluded that the probability of device-related mechanisms appears very low to absent while patient obesity may have played a secondary but certainly not a principal role in the failure scenario. Device history review indicated all devices accepted into final stock met specifications. Complaint history review. There have been no other events for the lot referenced. The exact cause of the event could not be determined because no medical records and or device were received. No further investigation for this event is possible at this time.

Event description:
It was reported patient had a revision of right acetabular. Doctor stated there was significant metallosis between mdm liner and tritanium shell. Also significant metallosis between shell and bone.